Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.00/2.5/065 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b5- "the patient experienced blurred vision." Should be in the initial MDR. H6- patient code 2137 should be in the initial MDR. H6- device code 1401 should be in the initial MDR. Claim# (B)(4).